Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she got off the airplane none of the buttons would work and she got a button error alarm. The customer had issues with the buttons sticking. The customer's blood glucose level was 207 mg/dl. The customer was advised about the safety notification and was assisted with an infusion set change. The device will not be returned for analysis.